Manufacturer narrative:
Corrections: h.1 set as n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.

Event description:
On 12/12/2024, it was reported by a sales representative via phone that two ar-3636 knotless fibertak anchors came off the inserter tip. This was discovered upon opening the package during a labrum repair procedure on (B)(6) 2024. The case was completed using another ar-3636 knotless fibertak from another lot number. The case was not delayed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.